Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a radio frequency processor failed self test pump error. Customer stated that they received a new transmitter and the needle was bent when the sensor was put into the serter. Customer stated that they are able to remove the sensor at this time. Customer stated that needle was bent before insertion. Customer was advised to change the sensor and to insert 3 inches away from the site. Customer was offered troubleshooting for the lost signal alarm but he is confident that it was due to the damaged sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.